Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During device check, a fully charged autopulse li-ion battery (sn (B)(4) would not power up the autopulse platform. The status leds of the autopulse li-ion battery showed four solid green lights, indicating the battery was fully charged. No patient involvement.